Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer was able to resume insulin therapy with existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.